Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor counted five undersensing pause episodes within three weeks after implant. It was also noted that the pause episode data was no longer stored but the counter still showed five pause episodes. The device remains in use. No patient complications have been reported as a result of this event.